Event description:
While attempting to insert intrathecal cath, the catheter proceeded to shear, procedure was stopped & neurosurgical consult called - laminectomy l1l2 performed with removal of retained intrathecal catheter. Repair of dura. Pt was discharged 3/31/98.